Event description:
The customer observed falsely decreased architect tsh results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) /repeated on (B)(6) 2023=(B)(6) laboratory reference range for tsh=0.35 to 4.94 uiu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect tsh reagent lot number 48544ud00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 48544ud00.

Event description:
The customer observed falsely decreased architect tsh results on one patient. The results provided were: on 28oct2023 sid (B)(6) initial=0.14 uiu/ml /repeated on 29oct2023=1.14 uiu/ml laboratory reference range for tsh=0.35 to 4.94 uiu/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.